Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported event was confirmed during system log review however, field evaluation was unable to reproduce the error. The fse performed a proactive replacement of the remote arm controller (rac). After replacement, the system was further tested, operated without error and verified as ready for use. Intuitive surgical, inc. (Isi) received the rac involved with this complaint and completed the device evaluation. The reported issue was confirmed through review of the system logs; however, not reproduced during failure analysis. The returned part was installed into a testing system, tested, and subjected to multiple power cycles. The system operated without error.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, using a dual surgeon side console (ssc) setup, the system displayed multiple recoverable error code 25770. The technical support engineer (tse) confirmed that the user was unable to operate the left master tool manipulator (mtm) arm on the 1st ssc. Review of the system logs confirmed the occurrence of recoverable error code 25770. Initial troubleshooting was performed by clearing the error fault on the vision side cart (vsc) touchscreen; however, the issue persisted. The user disabled the left mtm on ssc1. The tse provided information regarding the current system status. User elected to continue the procedure using just the 2nd ssc. There was no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the dual console system was inspected prior to use and exhibited no error. The issue occurred after starting the system, when the patient side cart (psc) was already rolled in.